Event description:
Intra-aortic balloon catheter inserted, engaged, but after 4 minutes of cycling, the alarm sounded indicating a leak in the system. The balloon was removed and blood had leaked inside the balloon. This occurred on two different balloon catheters. Dates of use: (B)(6)2010. Diagnosis or reason for use: hemodynamic instability.